Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 2088tc, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a long steady tone from the cardiac resynchronization therapy defibrillator (crt-d) while getting out of their car. A data analysis review confirmed that there had been multiple consecutive magnet contacts. The device remains in use. No patient complications have been reported as a result of this event.